Event description:
It was reported via repair work order that the bed was having trend issue. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the foot end lift was stuck elevated due to a damaged power coil cable. Supplemental submitted with evaluation results.

Event description:
It was reported via repair work order that the foot end lift was stuck elevated due to a damaged power coil cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.